Manufacturer narrative:
During the troubleshooting, the customer, performed cuvette wash, exchanged the water in the water bath, replaced the probe and calibrated the pipettes resolving the issue. However, a single definitive part could not be determined the likely cause of the result issue therefore, the alinity c instrument (B)(6), list number 03r67-01 alinity c processing module, was considered the likely cause. There were no additional discrepant results reported on the alinity c, serial number (B)(6). A review of the alinity ac03401 instrument service history, identified no contributing factors to the discrepant result. A review of the alinity c, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of the alinity ci-series operations manual shows adequate information for troubleshooting of erratic results. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6), or the alnty probe.

Event description:
The customer observed falsely elevated magnesium results on alinity c processing module for multiple patients. The one result example provided were: sid (B)(6): initial=6.6 mg/dl /repeated=2.37 mg/dl customer reference range for magnesium=1.6 to 2.6 mg/dl there was no reported impact to patient management.